Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keypad is not functional at all which was reproduced during evaluation as the "on/off" key functioning intermittently. The cause was determined to be a failing keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced none of the keys are functioning and the pump will not turn on because the keypad is not functioning. There was no patient involvement. No additional information is available.